Event description:
It was reported that the settings on the coblator ii surgery system will fluctuate on their own intra-operatively. All procedure have been completed and no patient complications were reported as result.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.